Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 93/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings. The alarm history shows cs 054 alarms on 12/12/2013 15:59 and 12/01/2013 13:49. Performed a rewind, load and prime sequence with no call service alarms being duplicated. The pump was exercised for 24 hours; and no call service alarms were duplicated during this time. The display screen has a pinkish contrast; the screen is still able to be safely read.. The keypad is fully intact. All of the keys are intermittently responsive to user input. Removed keypad cover; contamination was found under all key contacts. There was no evidence of internal moisture or damage to the pcb. The complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.